Event description:
A malfunction was reported on the customer¿s pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was instructed to use an alternate insulin delivery method in the meantime and given guidance on returning the malfunctioning pump.